Event description:
As the lens was being inserted into the pt's eye, the lens ejected forcefully from the delivery device. The doctor performed a vitrectomy and enlarged the incision to remove and replace the lens.